Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a 24fr safety peg pull was used during a gastrostomy procedure. According to the complainant, during the procedure, while outside of the pt's body, the tip of the forceps detached when attempting to pinch the tube of the device. The procedure was completed with another 24fr safety peg pull. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.